Event description:
It was reported that the customer had a no delivery alarm 3 times while filling the tubing. Customer changed the set but used the same reservoir and the issue was resolved. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Alarm occurred during manual prime. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.